Event description:
The patient came in due to signs of an infection, 2 months after the primary surgery, the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on (B)(6) 2022 lot 188130: 25 items manufactured and released on 21-nov-2018. Expiration date: 2023-11-06. No anomalies found related to the problem. To date, 1 item of the same lot have been sold.